Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report, these sections: adverse event, date returned, type of complaint, type of follow-up, reason device not evaluated, device problem code, evaluation method code, evaluation results code, component code, conclusion code, remedial action, and recall number have been updated.

Event description:
The manufacturer received information in reference to a dreamstation auto bipap device. The manufacturer received information alleging liver disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer.